Event description:
Related manufacturer reference number: 3006705815-2022-18535. It was reported the patient is not receiving effective therapy and was unable to set the system into MRI mode due to high impedances. As such, surgical intervention took place where the system was explanted.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device has not been returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.